Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.

Event description:
The customer reported an unexpected shutdown during code. There is no reported negative patient impact.